Event description:
The customer stated she was feeling anxious, angry, and very depressed due to receiving different reading on their precision xtra meter. The customer reported reading of 207 mg/dl, 109 mg/dl, 182 mg/dl and 89 mg/dl. However, it is unk when the reading were taken and if she ate or took medication between the readings. In addition, the customer indicated she went to a health care facility and had her blood drawn for testing. Although the customer reported she was diagnosed with severe hyperglycemia, there was no treatment noted. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.